Event description:
It was reported that during a lobectomy procedure, the device was fired at the pulmonary vein. As the deployed staples were malformed, bleeding occurred. The bleeding point was hold with a forceps and tied up. The bleeding amount was 600 ml. The patient was given a 400cc blood transfusion. After the operation the doctor checked the operation video. And it was found that the cartridge come off because the jaw contacted the middle lobe when the device re-clamped the pulmonary vein. Additional information: the event occurred at 1st firing with original cartridge. The cartridge was loaded properly. It was not dropped into the body, so it was not left inside the patient. Some staples were unformed but the others were proper b-formed. Three attempts were made to obtain information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the device was received in good visual condition. The cartridge was received partially fired and with the cartridge lock out tab normal. In addition the cartridge pan was noted to be dislodged and partially attached to the channel of the device. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan dislodging. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force either from contact with another device or an organ resulting in the cartridge to partially disengaging from the channel. A batch record review was performed and no anomalies were found during the manufacturing process.